Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it is not working on him and having a hard time charging with that belt. Caller states not sure if its because of the belt as its not in good condition. Caller states loses its charge in less than 5 days. Patient in the background states back kills him as he has to sit and charge for hours and has to do it again in 5 days. Pt (patient) states either he needs a new belt or needs a rep there at one of his dr appts. Caller questioned on longevity of the device and agent reviewed. Agent tried to clarify if it was the belt or the rtm (recharger) and the caller states its the actual belt that's the problem. Pt states if the paddle isn't perfect has to sit and move around for almost 20 min to get any connection to charge. A request was sent to the repair department to replace the recharging belt. Caller mentioned that the belt has a small rip in it and they had to sew it together.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient has no changes in the activity level, nor changed device programming down. Patient said there is no change still in 4 days changes after full charge. Patient also said that it was not resolved.